Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions on how to reset the pump, assisted the customer with the reset, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to report any recurring issues.